Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823148) was implanted via ventriculo-peritoneal (vp) shunt on (B)(6) 2026 at 160mmh20. The patient developed slit ventricle after changing the setting from 160 to 200mmh2o. On (B)(6) 2026, the device was ligatured, and on (B)(6) 2026 the valve was explanted and replaced.